Manufacturer narrative:
The customer¿s report of a channel error alarm was confirmed. The pcu event log revealed that a channel disconnect alarm occurred approximately 7 minutes after the system switched to dc power, which supports the customer statement that the event occurred during transport of a patient. During testing, the channel disconnect error was reproduced with light manipulation when the pump module was attached to either side of the pcu. During inspection, each iui connector of both the pcu and pump module was found to be in very poor condition, with contamination, corrosion, and a film residue. The root cause of the channel disconnect alarm was contamination of the pcu and pump module iui connectors resulting in a loss of electrical connection.

Event description:
The customer reported that during an unspecified infusion and transport of the patient between care areas, when the devices were moved around over bumps (i.e. In the elevator), the unit had channel error alarms. No patient harm was reported.